Manufacturer narrative:
MFR# 2916596-2022-00930 covers the report for the malfunction of the modular cable. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number:2916596-2022-00930. It was reported that the patient had a driveline power fault alarm on (B)(6) 2022. The alarm returned overnight, so the system controller and modular cable were exchanged and the alarms resolved.

Manufacturer narrative:
MFR# 2916596-2022-00930 covers the report for the malfunction of the modular cable. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Related manufacturer report number:2916596-2022-00930. It was reported that the patient had a driveline power fault alarm on (B)(6) 2022. The alarm returned overnight, so the system controller and modular cable were exchanged and the alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (serial number: (B)(6)) was returned for evaluation following the reported event of driveline power faults. The controller was returned for analysis and a log file was submitted for review. A review of the log file showed events spanning approximately 4 days ((B)(6) 2022 from 08:52:30 ¿ 12:26:06 per timestamp). Intermittent driveline power fault alarms that were correlated with power a broken were active on (B)(6) 2022 at 12:24:06. Pump operation was not affected by these alarms. A log file was downloaded from the returned controller and showed events spanning approximately 2 days ((B)(6) 2022 from 04:39:14 ¿ 10:44:17, (B)(6) 2022 per timestamp). Events occurring on (B)(6) 2022 were recorded during testing at abbott. Intermittent driveline power fault alarms that were correlated with power a broken were active beginning on (B)(6) 2022 at 04:39:14 and continued until the driveline was disconnected on (B)(6) 2022 at 10:44:06. The driveline was disconnected for a system controller exchange. Pump operation was not affected by these alarms. There were no other notable alarms active in the log file. The system controller was functionally tested and operated without any alarms or issues activating during testing. The controller was connected to a mock circulatory loop for an extended period of time and operated at the set speed without any issues. Additional testing was performed with the returned controller, returned modular cable (lot number: 177599), mock loop, and test power module. The controller was connected the returned mod cable and allowed to run for an extended period of time. During this time the reported driveline fault alarms were unable to be reproduced. Additional information provided on (B)(6) 2022 stated that exchanging the products resolved the alarms. The root cause for the driveline power faults was isolated to the modular cable and are addressed under related manufacturer report number 2916596-2022-00930. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate iii instructions for use (IFU) section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including driveline power fault alarms. Heartmate iii instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.